Event description:
Pt had bilateral mastectomies in early 1970s. Had one previous capsulectomy. Pt now having difficulty with what appeared on mammogram to be leakage from prosthesis. Pt elected to have prostheses removed. At time of removal left prosthesis found to have ruptured with encapsulated collection of leakage.